Event description:
It was reported, employee was transferring product within the warehouse. He picked up a number of pieces (unknown) of the product, apparently squeezed to secure them, when one of the wires punctured his left hand. The plastic packaging that covers the wire appears to have collapsed upon itself causing the sharp end of the wire to break through and puncture employee's hand. The plastic packaging is a rectangular box that is compromised of two pieces that fit together and have the ability to adjust based on the length of product inside. The rectangular package is inside of a loose plastic bag."

Manufacturer narrative:
Na